Event description:
It was reported that the user was in a car accident that shattered the ilet, resulting in a nonfunctional device with an unusable screen and inability to power on; a replacement ilet was shipped and the user was instructed on shutdown, data sync to the mobile app, and continuation of cgm use via dexcom app or receiver. Symptoms included no injury. Outcomes included temporary loss of device function and the need for replacement and return of the original unit. Investigation included a review of the reported event details and logistics for device return. Investigation of this case revealed physical damage due to external impact consistent with a motor vehicle accident. It was concluded that the device failure was caused by trauma unrelated to device performance.